Event description:
The micro sagittal saw was sent for service due to overheating. The event occurred during a routine maintenance visit. No adverse event was associated with the device.

Manufacturer narrative:
Wide spread corrosion within internal components was identified as the probable cause of the failure.